Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the device evaluation results and past similar cases, the reported event may have occurred due to insufficient cleaning of the area around the forceps elevator by the user. The instruction manual states the brushing method around the forceps elevator. And it states that the endoscope should be cleaned immediately after each procedure. Therefore, omsc determined that the reported event could be prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign material was adhered to the grooves and gaps at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the suction cylinder was scraped by the cleaning brush. -the angulation was insufficient due to the stretch of the angle wire. -there was play in the angulation control lever due to the stretch of the angle wire. -there was a gap in the adhesive of the bending section rubber. -there was a pinhole in the bending section rubber. -the universal cord, endoscope connector, remote switch, boot, endoscope cover, and control section were damaged. -the light guide lens was chipped. -the amount of light emitted from the distal end was reduced. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct "date received by manufacturer" in the MFR report #8010047-2021-13859 and provide additional information. According to the information provided by olympus medical systems (B)(4) private limited ((B)(4)), an olympus employee was aware of a MDR reportable malfunction on october 7, 2021. Therefore, the correct "date received by manufacturer" in the initial report is october 7, 2021. In addition, the device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. Foreign material was attached to the forceps elevator at the distal end. This failure mode is a MDR reportable malfunction. The watertightness was lost due to pinholes in the bending section rubber. The grip unit was scratched. If additional information becomes available, this report will be supplemented.